Event description:
It was reported that on (B)(6) 2013, the patient blacked out and was taken to the hospital. The patient was told that the device should have been changed in (B)(6) 2013 as the device was showing signs that it needed to be replaced at that time and that the device ¿died¿ on (B)(6) 2013. The device was explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).